Event description:
The following was reported to hamilton medical ag:while using this c1 on a patient, an alarm suddenly sounded and the screen went dark. The hospital staff had no choice but to change the ventilator. The patient was not harmed because the c1 was still ventilating.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).